Manufacturer narrative:
3 (three) unsuccessful request for product return have been made and documented. Complaint will be reopened as soon as suspect product arrives per (B)(4). All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a vdw. Silver reciproc had mechanical issue and showed an error code 2 during use. No injury occurred.

Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.